Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began around lunch time on (B)(6) 2020. The patient claimed obtaining a blood glucose reading of ¿500 mg/dl¿ with the subject device which she felt was inaccurately high compared to her feelings and/or normal results. The patient manages her diabetes with insulin and advised the csr that she administered an unknown amount of insulin based on the alleged elevated reading obtained on the subject device. The patient reported that 3 hours later, she felt like she was ¿about to pass out¿ and was rushed to the emergency room (e.r). On arrival at the e.r, the patient¿s blood glucose was reportedly measured at ¿37 mg/dl¿ on the e.r device and the patient reported that she was subsequently treated by a health care professional (hcp) with IV glucose, sugar water and a sandwich. The patient advised that following treatment, her blood glucose was tested again using the ER device and a result of ¿165 mg/dl¿ was reportedly obtained. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device at the time of testing. The csr noted that the patient did not have control solution available to test the subject device at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse and required hcp treatment for an acute low blood glucose excursion after administering insulin based on the alleged elevated blood glucose reading obtained with the subject device.